Event description:
User received low calcium results for several patient samples. Samples were then repeated on another analyzer and results did not match original results. Exact number of patient samples involved was not given. Three examples were provided. Sample 1 initial result 7.4 mg/dl, repeat 8.1 mg/dl. Sample 2 initial result 7.7 mg/dl, repeat 8.7 mg/dl. Sample 3 initial result 7.9 mg/dl, repeat 9.0 mg/dl. No change in patient treatment as no erroneous results were reported. The field service representative determined the di water was contaminated and performed a decontamination of the analyzer. Performance tests were performed which acceptable.